Event description:
It was reported that the table locks did not actuate, that caused the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The issue was discovered as the operator was positioning the pt. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the foot pedal was not releasing, which prevented the locks from engaging. The fe adjusted the actuator mechanism and tested the system. The table locks were verified to be performing within specifications.